Event description:
On (B) (6) 2010, the patient/layperson complained to a customer care advocate, cca, that blood glucose results the night before had been inaccurately high and erratic. The patient reported the following to the cca who replaced the patient's onetouch ultramini meter and to this senior medical surveillance specialist on (B) (6) 2010. Meter correctly in mg/dl. The patient no longer is symptomatic when blood glucose is elevated. On (B) (6) 2010, the patient tested six times within 12 minutes before going to bed when the first result was 580. He does not recall the exact time other than it was very late. The time and date were incorrectly set in his meter. The other results were 448, 452, 414, 374, and 446. The patient injected 8 units regular insulin based upon the 446 and also took his evening lantus. The patient injects 4 units regular per blood glucose of 100 mg/dl. At 9:00 a.m on (B) (6) 2010, the patient awoke feeling weak and nervous (the symptoms he has when hypoglycemic). The patient tested, result 68, and then called customer service without first self-treating. While on the phone with the cca, the patient obtained a soft drink to relieve his symptoms. Because the patient alleged that he became hypoglycemic after injecting extra insulin based upon what he considered an inaccurate blood glucose result, the complaint is reported. The cca replaced the meter, strips, and control. However, the patient discarded the subject meter before receiving the replacement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, however, the patient discarded the meter before receiving the replacement product.